Manufacturer narrative:
A patient experienced ineffective stimulation was reported to abbott. Lead diagnostics showed that the lead had high impedances on contacts 1 to 4. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Section b3: date of event is estimated. Section d4 - during processing of this incident, attempts were made to obtain complete device information. Section d4 - serial number, lot number, expiration date, primary unique device identification (UDI) number is unknown. Section d6 - implant date is unknown. Section h4 - device manufacture date is unknown.

Event description:
It was reported that the patient experienced ineffective stimulation. Lead diagnostics showed that the lead had high impedances on contacts 1 to 4. The patient did not lose weight or fall. Surgical intervention may be undertaken to address this issue.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the lead was explanted and replaced. Therapy was restored.